Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem regarding the delivery accuracy (under delivery by -7%) was not reproduced during functional testing. Three different delivery accuracy tests were performed and the pump was actually found to be slightly over delivering, but still within the published +/-6% specification. Further inspection revealed that there was some fluid ingression on the pump by the chassis base of the occlusion sensors/expulsor. It was thought that the expulsor gasket was damaged by the fluid ingression. This was not definitively known however. The investigation did not find a problem with the delivery accuracy of the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned damaged expulsor gasket was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-7%). No patient was involved in this event. No adverse effects were reported.